Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Product description: attune ps rp insrt sz7 6mm. Product code: 151650706. Lot number: 4267018. Manufacturing date: 05-sep-2023. Expiry date: 31-aug-2028. Quantity manufactured: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description: attune ps rp insrt sz7 6mm. Product code: 151650706. Lot number: 4267018. Manufacturing date: 05-sep-2023. Expiry date: 31-aug-2028. Quantity manufactured: (B)(4). Device history review : a manufacturing record evaluation was performed for the finished device , and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Right tkr. Attune ps rp sz7 6mm insert was opened and the surgeon noticed small shavings of poly still attached to the insert when he went to pull it out of the container the poly was being held in. The little poly hairs/shavings were very fine, and rep could even photograph them. The insert was not implanted (we used another implant). The poly insert was not anywhere near the patient when noticed and in the insert was discarded as it had blood on it from the surgeons gloves.